Manufacturer narrative:
The evaluation summary was completed on 12/3/2020. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged, as there was a white plastic piece that appeared to have broken off from the valve. The sheath was replaced and the issue was resolved. The procedure was continued. There was no report of patient consequence. The sheath was being used on the patient at the time of the event. The white hemostasis valve popped off into the clear hub so that there was nothing keeping the blood within the sheath from flowing out. The valve just popped off into the hub. There wasn't separate leaflets; it just became disconnected. The valve did become detached from the sheath. No air entered the patient¿s body (blood was flowing out of the sheath). No percutaneous or surgical intervention was required. The hemostasis was not compromised as the patient lost very little venous blood. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside of the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged, as there was a white plastic piece that appeared to have broken off from the valve. The sheath was replaced and the issue was resolved. The caller stated that the carto 3 system was operating per specifications and was not responsible for the product issue. It was stated that the sheath was determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. Additional information was provided on the event. The sheath was being used on the patient at the time of the event. The white hemostasis valve popped off into the clear hub so that there was nothing keeping the blood within the sheath from flowing out. The valve just popped off into the hub. There wasn¿t separate leaflets; it just became disconnected. The valve did become detached from the sheath. No air entered the patient¿s body (blood was flowing out of the sheath). No percutaneous or surgical intervention was required. The hemostasis was not compromised as the patient lost very little venous blood. The issue was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 10/22/2020, the product investigation was completed as no product was returned. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged, as there was a white plastic piece that appeared to have broken off from the valve. The sheath was replaced and the issue was resolved. The caller stated that the carto 3 system was operating per specificatons and was not responsible for the product issue. It was stated that the sheath was determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).